Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ready-for-use indicator (rfu) shows a red x and it's making a beeping sound on battery as well as ac operation. There was no adverse patient impact reported.

Event description:
The customer reported that the ready-for-use indicator (rfu) shows a red x and it's making a beeping sound on battery as well as ac operation. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to defective flash memory u39/u40